Manufacturer narrative:
Updated: event/problem description, brand name, device product code, catalog #/lot #, implant date, date received by manufacturer, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege the patient experienced extreme pain causing difficulty ambulating. Papers also allege the asr was failing and releasing metal ions into her body that reached above normal levels causing serious and permanent damage, and she will likely require revision surgery. Update 5/31/2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation papers allege the patient experienced extreme pain causing difficulty ambulating. Papers also allege the asr was failing and releasing metal ions into her body that reached above normal levels causing serious and permanent damage.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.